Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification of the number of turns to extend and retract.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the screw was deployed into the first position but the r-waves were small. The physician retracted the screw and attempted to reposition the lead, but the screw would not deploy after several turns. The lead was taken out of the patient and the physician attempted to deploy the screw again, unsuccessfully. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.